Manufacturer narrative:
Concomitant products: 6f terumo sheath cruisesterling 6.0-40. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure (evt), a 155 cm. Saber rx 8 mm. X 4 cm. Balloon catheter (bc) was used for post-dilation of an unknown stent but the balloon did not deflate completely and the distal end of the balloon ruptured when it was withdrawn into the sheath during removal. There was no problem reported during inflation of the bc. The lesion was the common iliac artery. An unknown 6 fr. 25 cm. Sheath was used. The device was reported to have not damaged the vessel. The procedure was completed successfully although details were not provided. There was no reported patient injury.

Manufacturer narrative:
During an interventional endovascular procedure (evt), a 155 cm. Saber rx 8 mm. X 4 cm. Balloon catheter (bc) was used for post-dilation of an unknown stent but the balloon did not deflate completely and the distal end of the balloon ruptured when it was withdrawn into the sheath during removal. There was no problem reported during inflation of the bc. The lesion was the common iliac artery. An unknown 6 fr. 25 cm. Sheath was used. The device was reported to have not damaged the vessel. The procedure was completed successfully although details were not provided. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17655854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ and ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation difficulty reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the deflation difficulty reported. However, handling factors while removing the partially deflated balloon through the sheath most likely contributed to the balloon burst reported. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.